Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Insulin pump will need to be replaced. Customer rewound the pump and put the infusion set back into the pump. Customer stated that the pump was working fine. No additional information provided.

Manufacturer narrative:
The insulin pump passed functional tests. No alarm noted during testing. The motor was tested and passed test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched liquid crystal display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.